Manufacturer narrative:
The technician replaced the hand pendant to repair the be. He could not determine the cause although the pendant was an older style with a straight cord and not the newer coiled cord.

Event description:
The complaint stated there is exposed wiring on the hand pendant.